Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead became dislodged during a right ventricular (rv) lead revision procedure. Subsequently, this ra lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.